Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an upsylon y-mesh and an advantage sling was implanted into the patient during an abdominal sacrocolpopexy and retropubic sling placement procedure performed on (B)(6) 2014. According to the complainant, the patient experienced overactive bladder symptoms and slow voids. The patient was also diagnosed with bladder mesh erosion from sacrocolpopexy through eua cystoscopy. Subsequently, the patient underwent complete excision of bladder mesh and retropubic sling. Boston scientific has been unable to obtain additional information regarding the event to date.